Manufacturer narrative:
UDI - (B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the motor device was smoking, loud, and failed safety assessment. During repair it was observed that the drive shaft was broken. It was determined that the broken drive shaft was caused by using excessive force while the motor was in use. It was further determined that the broken drive shaft caused the motor to be loud, smoke, and fail the safety assessment. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device was smoking, loud, and failed safety assessment. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.